Event description:
1996 - pt augmented with mentor saline breast implants. Now desires smaller breasts and implants. 2003 - pt underwent bil implant removal - insertion smaller implants and bil breast mastopexy.